Manufacturer narrative:
Medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -8.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed with no injury. The surgeon additionally noted "patient selection: elective surgery". The problem was resolved. The cause of the event was reported as unknown.